Event description:
Customer reported the insulin pump alarmed no delivery. Customer got home and did a complete set change and device continued to alarm. Troubleshooting was not performed for the initial set which caused the alarm. It is unknown were the occlusion that caused the device to initially alarm no delivery. Troubleshooting for new set, set changed in attempt to resolve issues by customer, it determined the possible issue was with the infusion set. Customer's blood glucose was 127 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.